Manufacturer narrative:
It was reported that the patient was experiencing pain in on the right side of their neck few days of navitor valve implant. A neck ultrasound noted a blood clot in the neck. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported patient effect of thrombosis could not be conclusively determined. The unexpected medical intervention was a result of medication administered (xarelto). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 8.7mm and left coronary cusp (lcc) was 10.7mm. On (B)(6) 2026, the patient was experiencing pain in on the right side of their neck. A neck ultrasound noted a blood clot in the neck. For treatment, the patient was placed on xarelto.